Event description:
It was reported that t2 pre deployed. The event happened during surgery. It is unknown if a back up device was available and if there was delay.

Manufacturer narrative:
The reported fast-fix 360 curve needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pre-deployed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: multiple trigger advancements. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.